Manufacturer narrative:
On 1/10/19, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/3/2019, it was reported to mentor that the surgery date was (B)(6) 2018 with removal and replacement with a mentor saline implant. (B)(4).

Manufacturer narrative:
On 1/18/19, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination, mentor product analysis lab observed the device appears intact. Leak testing was performed in accordance with mentor procedures, and two leaks were found on both views of the device. The leaks were caused by two rents measuring less than 0.1 cm in length. Microscopic examination of the rents edges revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rents occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since two rents were found on the device. Microscopic examination revealed parallel striations on the edges of the rents. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rents occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate plus profile 350cc and experienced deflation on the right breast implant. The healthcare professional confirmed upon examination right breast implant deflation. As a result, the device has been explanted on an unknown date.

Manufacturer narrative:
On 1/7/19, it was reported to mentor that the device was explanted and replaced with saline mentor smooth round moderate profile 300cc breast implant on (B)(6) 2018. The patient tolerated the procedure well. The patient left operating room in a satisfactory condition. Concomitant product was saline mentor smooth round moderate plus profile 350cc, catalog number 3502350, serial number (B)(4), lot 5890294. Manufacturer¿s reference number: (B)(4).